Event description:
It was reported that the patient underwent an explant procedure due to pocket site not healing properly. No device malfunction suspected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.